Event description:
It was reported that suture was used on a pt on an unk date. The pt experienced an undefined injury which required an undefined intervention. No further info is available.

Manufacturer narrative:
Undefined intervention - undefined injury - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.